Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another room to complete the procedure. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to perform x-ray. The rse reviewed the logfile and identified the tube issue. The philips field service engineer (fse) visited onsite and upon functional testing, the fse confirmed the tube malfunction. To resolve the issue, the fse performed tube adaptation, tube conditioning, and edl (entrance dose limit) calibrations. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.